Event description:
According to the reporter: dr (B)(6) used the trocar during an endoscopic surgery, the exhaust valve of the trocar cracked during the procedure. Doctor had to change to a new product to complete the procedure. Patient involved w/o injury; no blood loss of 100cc; medical intervention was not required; surgery time was not extended by 30mins or more; product was tested prior to use.

Manufacturer narrative:
(B)(4).